Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother was reported via phone call that she was getting a motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the drive support cap was flush. The insulin pump will be returned for analysis.